Manufacturer narrative:
The user-reported issue was not confirmed. The pump was found to have a flow rate accuracy of -2.00% which was within +/-5% specification. The pump was found to have a battery outside of warranty, which was not related to the reported issue. The battery was replaced and the pump was tested to meet all specifications on 05/09/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00096).

Manufacturer narrative:
The manufacturer is still in the process of testing the deivce.

Event description:
The user reported that the pump's flow rate was off. No patient injury or harm occured in this case.